Event description:
It was reported to philips that the system would not boot up, stuck at 0:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) remotely inspected the system and confirmed that the geometry computer did not start at boot-up, preventing the entire system from booting up. The philips field service engineer (fse) performed an on-site inspection and confirmed the reported malfunction. To resolve the issue, the fse replaced the geometry computer. After that, the system was returned to use in good working order and was ready for clinical use. The geometry computer was returned for failure analysis. The analysis revealed that the system hangs when accessing the bios and confirmed that the bios had failed. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.